Event description:
It was reported that during surgery, it was noted that at the connection to the nail a part is broken off. Nothing was left in the patient. The planned surgical result was achieved.

Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.